Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject a manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was noted the chisel blade had marked wear with flaws on surface. The nurse questioned the durability of the steel in the instrument. It was reported the blade had few uses but showed a marked wear with many flaws on the surface of the cutting blade osteotome.